Event description:
The advocate called for help with the customer's meter. While troubleshooting, her performed a control test and received a result of 171 mg/dl. The normal control range was 89-121 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement test strips were sent to the customer.